Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an st segment elevation and air was observed in the cardiac cavity. The procedure was cancelled. During a pulse field ablation (pfa) procedure using a faradrive sheath an st segment elevation occurred immediately after a pfa application. The heart was checked with fluoroscopy and air was observed in the cardiac cavity. The air was removed from the patient, but the procedure was cancelled. The device is not expected to be returned for analysis. Medwatch report # mw5166170.